Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 29-mar-2017: all follow-up attempts performed with no response. No further information is expected. Final report. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced acute chronic pelvic pain and nickel allergy. The implants were removed via salpingectomy and, only one of the two inserts was found in the uterine tubes on the pathological anatomy examination (seen as a device dislocation). The events are regarded as anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus or out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this particular case the exact time point of dislocation is unknown and, given the nature of this event, it was also assessed as related to essure. This case was regarded as incident because device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information could not be obtained.

Manufacturer narrative:
Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: pathology test result was only one of inserts was found. Pathology test cont.: only the right device was found in tube. Quality-safety evaluation of ptc: lot number: b21580 manufacturing date: apr-2013 expiration date: apr-2016. As of 09-feb- 2017, the responsible quality unit (rqu) has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-feb-2017: information from consumer via health authority: essure placement date, pathological test result and removal detail were provided. Authority reference number provided. On 24-feb-2017: quality safety evaluation received. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced acute chronic pelvic pain and nickel allergy. The implants were removed via salpingectomy and, only one of the two inserts was found in the uterine tubes on the pathological anatomy examination (seen as a device dislocation). The events are regarded as anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus or out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this particular case the exact time point of dislocation is unknown and, given the nature of this event, it was also assessed as related to essure. This case was regarded as incident because device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information is being sought.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("acute chronic pelvic pain") and allergy to metals ("nickel allergy") in a female patient who received essure (batch no. B21580). In 2013, the patient started essure. On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (the implants were removed via salpingectomy on (B)(6) 2017) and surgery (the implants were removed via salpingectomy on (B)(6) 2017). Essure was withdrawn. At the time of the report, the pelvic pain and allergy to metals outcome was unknown. The reporter considered pelvic pain and allergy to metals to be related to essure. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced acute chronic pelvic pain and nickel allergy. The implants were removed via salpingectomy. The events are regarded as anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Further information and product technical analysis are being sought.